Manufacturer narrative:
Device was returned with one (bottom finger loop) of the two screws free from the device. The screw was returned with the device. Visual examination under magnification shows loctite residue in the thread. The screw has material displaced on it indicating that the screw was placed under stress, due to forces applied over the life of the device. Examination of the jaws shows both in good condition (no bending or displaced material). The condition of the screw indicates that atypical force may have been applied to the device when the jaws were in the open position and retaining material. Review of records show a lot qty of 25 units were manufactured in 9/2010. A review of records shows no other complaints have been reported for this product code to date. Root cause appears to be related to wear due to material fatigue and the application of atypical force on the device. No anomalies were found.

Event description:
.